Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter had a cracked display. The complaint was classified based on the customer service representation (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2018 at approximately 4:30-5:00pm after her ¿meter fell from the third floor to the ground floor and got broken¿. The patient manages her diabetes with oral medication; 1000mg metformin and 10mg glipizide in combination with diet and exercise and the patient denied making any changes to this routine as a result of the alleged meter issue. The customer reported that the next day, (B)(6) 2018 at 12:30pm she developed a symptom of ¿shaking¿ and claimed that paramedics were called and tested her with their meter at 7:30pm and obtained a result of ¿480 mg/dl¿. She was then taken to the emergency room at 8pm where she was given an insulin shot by a doctor. During troubleshooting, the csr noted that the device was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the meter issue occurred.